Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The pump had a scratched lcd window noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis. The customer sate the pump was exposed to a high magnetic field, but the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.